Event description:
Pca hooked up and programmed correctly. Pt kept pressing the blue button and not receiving medication. Green blinking light was never on. Inner prongs bent. Prongs are very small. Needed flashlight to view crooked prongs.